Event description:
It was reported by the surgeon the device was used in a laparoscopy. It was reported the pt developed severe abdominal pain immediately post operatively. Pt was given numerous pain medications without relief. The intergel was suctioned out and the abdomen was irrigated with lr. The pt is still complaining of severe abdominal pain. Additional info provided in 2/2003 by the surgeon was as follows: he performed a laparoscopic lysis of adhesions with instillation of 300 ml of intergel at the conclusion of the procedure. The pt awoke from anesthesia with "severe writhing pain and tachycardia." Management with narcotics was unsuccessful. Later in the day the pt was taken back to the operating room where a repeat laparoscopy was performed. No explantation for the pain was found. The intergel was suctioned out of the peritoneal cavity and the cavity was irrigated. This resulted in an immediate resolution of the tachycardia. The pt was still in signifiant pain upon awakening from anesthesia.